Event description:
The pt was diagnosed with acute sigmoid diverticulitis in 02/2002. The pt was treated with antibiotics until about 3 months when pt underwent an anterior resection with mobilization of their splenic flexure and incidental appendectomy surgery. The fascia in the midline was closed with a loop of #1 absorbable suture, begun at each pole of the incision. 11 days later, the patient presented with fever, chills and abdominal pain, and was admitted to the hospital. Surgery was performed the next day, at which time pt was found to have an infarcted omentum and lysis of adhesions. An omentectomy was performed, and #1 absorbable suture was utilized to close the fascia. The pt was treated with antibiotics and discharged home on oral antibiotics, protein supplements and oral analgesics. In about 2 months later, the pt returned to the physician with chronically draining wound sinus, and was diagnosed with persistent suture granulomata. The pt underwent a third surgery, and the absorbabic sutures were removed from the midlinc and upper pole of the incision. The wound was irrigated and all areas of tissue granulation was removed. The wound was packed and the pt was treatd for 8 week, with numerous treatments, including silver nitrate. In about 8 weeks later, the pt observed 2 - six inch long pieces of absorbable suture material remaining in their incision, which they removed themselves. The wound then continued to heal without further incident.